Manufacturer narrative:
Upon the return of the device, the session records were reviewed indicating the remaining longevity estimate provided by the merlin programmer was inaccurate. The root cause of the programmer longevity remaining estimation error is undetermined.

Event description:
The patient presented for follow-up, whereupon the device was found to have reached the elective replacement interval (eri). At a follow-up appointment six months prior, the estimated longevity read as 1.5 years. It was suspected that the programmer overestimated the longevity of the device at the previous interrogation. Premature eri was not suspected by the physician. Related manufacturer reference number: 2938836-2017-17740.